Event description:
The lead was implanted on (B)(6) 2012 and explanted on (B)(6) 2012 due to infection. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)